Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Initial reporter information was not provided. Attempts to obtain this information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Boston scientific corporation became aware of a reported issue involving a fuse c38s slim colonoscope on (B)(6) 2018. Specific procedure details are unknown. According to the complainant, the scope had a "leak." There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: initial reporter information was not provided. Attempts to obtain this information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. (B)(4). Block h10: a fuse c38s slim colonoscope was received for analysis. A functional evaluation was performed and a leak was found in the bending rubber due to a damage including a tear. The bending rubber was replaced to resolve the issue. The reported issue was confirmed. The interaction between the user and device caused or contributed to the reported event. Therefore, the assigned investigation conclusion code for this complaint is designated as unintended use error caused or contributed to event. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 02:45 pm CT. The report number is being corrected from: 3005099803-2018-62291 to: 3005099803-2018-61082.

Event description:
Boston scientific corporation became aware of a reported issue involving a fuse (B)(4) slim colonoscope on (B)(6) 2018. Specific procedure details are unknown. According to the complainant, the scope had a "leak." There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.